Event description:
It was reported that the health care professional (hcp) wanted to review a few episodes on the pacemaker, which appeared to be caused by electromagnetic interference (emi). Ts agreed with the observation. Noise was present on both atrial (a) and ventricular (v) channels. Atrial tachy response (atr) episodes were deemed inappropriate due to oversensing of noise on the atrial channel. Sensing remains fixed at nominal settings. Ts recommended asking the patient about possible sources of emi. This device remains in service. No adverse patient effects were reported.